Event description:
It was initially reported by the company representative that she was trying to interrogate her demo generator and she experienced a screen freeze issue after interrogation. She performed a soft reset and the issue was resolved. Manufacturer has already identified that under certain type of conditions, this screen freeze event can occur with the (B) (6) handheld computer. New handheld was shipped to the site and old handheld was returned for product analysis. Analysis is currently in progress for the returned handheld.